Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient in the hospital with a suspected vt rhythm. It was noted upon device interrogation that several non-sustained episodes were inappropriately triggered due to rv lead noise. Lead replacement was discussed.

Manufacturer narrative:
The type of reportable event should have been malfunction.